Event description:
The physician reports performing cataract surgery with attempted implantation of the (B)(4) intraocular lens using the ez-28 delivery device. During the insertion of the lens, the surgeon noticed the optic was cracked. The incision was enlarged and the lens was removed and replaced successfully with a second li61se. Reference MDR #1119279-2010-00133.

Manufacturer narrative:
The damaged lens was returned to b+l and subjected to visual inspection which revealed particulates, saline dentrites, and dried solutions visible on the optic. Visual inspection also found that the optic was torn and both haptics bent. The lens damage is consistent with lenses that have been removed from the eye. Device history record review has been requested. Results will be submitted when available as a supplemental report. (B)(4).